Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre detached while wearing and he was unable to monitor his blood glucose. On (B)(6) 2020, the customer experienced symptoms described as "confusion and sweatiness" and was unable to treat himself. The emergency services were called on-site and upon their arrival, a blood glucose reading of 1.7 mmol/l was obtained on their meter and the customer was treated with a glucose injection of "40% 600 ml". A glucose reading of 5.4 mmol/l was obtained "20 minutes" after therapy and no further information was provided. There was no report of death or permanent injury associated with this event.